Event description:
Boston scientific received information that this implantable defibrillation lead exhibited a high out of range shock impedance measurement. No adverse patient effects were reported.

Manufacturer narrative:
Information was received from the field indicating the shock impedance measurements have trended high since implant. The patient was not seen in clinic for further evaluation. Records indicate this lead remains in service. Should additional information become available this report will be updated.